Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause cannot be determined. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified based on the results of the investigation, it is likely the following led to the malfunction of the b30 error: component failure - image issue due to a faulty electrical component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited error b30 and foreign matter at the air/water (a/w) cylinder and a/w channel. There was no patient involvement.